Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has had an insulin pump for 12-13 years and never had an issue until recently. Customer stated that her blood glucose has been over 300 mg/dl. Customer stated that she took the reservoir out and there was a bubble in the insulin. Customer stated that it happened 3-4 times in a row. Customer's blood glucose is 114 mg/dl. Customer stated that the air bubble is about 1/4 of an inch. Customer's blood glucose was up to 343 mg/dl before she changed it and got her blood glucose back down. Customer stated that the pump was not rewound with a reservoir in place. Customer was not currently wearing the reservoir. Customer stated that the insulin was not stored at room temperature as recommended. Customer was advised to change the infusion set. Customer stated that she had low blood glucose of 40 mg/dl on (B)(6) when she had a colonoscopy. Customer stated that she didn't have anything to eat and was treated to bring up her blood glucose to 85 mg/dl.